Manufacturer narrative:
The device history records (DHR) for the device were reviewed. The associated device was released based on acceptance criteria. Review of the logfiles for the day of treatment shows no relevant errors or any relevant warnings. During start-up of the system the vacuum, the energy and the ablation tests were performed without any issue. The energy was stabile during the whole day. The logfile shows successfully performed treatments. The reported treatment could be identified in the logfile. The treatment was finished successfully without any issue. No relevant deviation between planned and performed energy is detectable for the reported treatment. The logfile shows that the bcc check for the right eye was done about 5-6 minutes before laser fired instead of immediately before firing. The user operated surgery within the recommended energy settings. The thickness of the flap was thinner than recommended flap thickness. No technical root cause could be identified. During technical site visit, fse (field service engineer) performed system verification. The fse confirmed that the system is within specification per sir (service installation record). No technical root cause was identified as the product was found to be within specifications. The manufacturer internal reference number is: (B)(4).

Event description:
Additional information received states the patient's diffuse lamellar keratitis cleared without complication.

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported a patient with diffuse lamellar keratitis nasally at the superior hinge of the right eye. Additional information requested.